Event description:
0.8 fr corpak sensor stylet (lot #4488)was placed in 2fr bard per-q-cath PICC line (lot# rewc0364 exp.2014-03) PICC place in patient and was having malposition to jugular vein. Attempted proper position stylet was removed and noted to have broken off in the patient. Retrieved 4 days later. No injury to patient.